Manufacturer narrative:
Covidien service center confirmed the display was missing segments. The user interface (ui) printed circuit board (pcb) had a damaged terminal. The ui pcb was replaced and the unit passed testing.(B)(4).

Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.